Event description:
The surgeon carried out an orbital fracture repair using permacol which resulted in severe localized orbital fibrosis; severe restrictive ocular motility and focalized muscle fibrosis. The surgeon removed and destroyed the permacol.